Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01710. Review of the most recent repair record determined the device was out of calibration at the 0, 10, and 20 readings and the thickness control lever ball detent was damaged. The vespel bearings, semi-circle bearings, lever, ball plunger, and screws were replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the dermatome did not cut properly. The device tore the skin graft in half. There was no harm or delay reported. Due diligence is in process. No adverse events were reported as a result of this malfunction.